Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 500 mg/dl with polydypsia associated with intermittent power. Reportedly, the patient discontinued pump therapy but did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the battery compartment was cracked and the battery cap was unable to be fully tightened to the pump. This complaint is being reported because the patient allegedly experienced hyperglycemia related to the pump being damaged.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 01/31/2015 with the following findings: there were unexplained pump reboots observed in the black box. The battery compartment was cracked on the side near the threads and below the bumper pad. The returned battery cap had stripped threads and was unable to fully attach to the pump; therefore, pump reboots were duplicated with the returned battery cap. A new test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test; there were no power interruptions duplicated during that time. The total daily doses added up correctly and reflected the users programmed basal rate. The pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. The pump cover was removed and no evidence of internal moisture or damage to the power circuit was found. Unrelated to the original complaint, the display screen had a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.